Event description:
The incident involved s medtronic external pacemaker having trouble "capturing" on a cath lab patient. This pacemaker had to be turned up to 20ma to capture. It was replaced by another pacemaker which was able to capture at 10ma. There was no significant patient impact. Biomed confirmed there is a sensitivity problem and the pacemaker has been sent to the manufacturer for repair.====================== manufacturer response for pacemaker, external, medtronic (per site reporter)======================returned device for evaluation.